Manufacturer narrative:
Product analysis received and examined the returned tube set. Visual examination identified the particulate as degraded resin. Degraded resin can collect on the extrusion tooling and be introduced during the manufacturing process. A 12 month review of complaint history determined the frequency to be (B)(4) complaints per million (cpm) for similar defects.

Event description:
The customer reported the following: after opening the stellant CT disposable kit the customer observed a black particulate inside the tubing. The customer elected not to use the syringe kit. No injury or adverse event was reported.